Event description:
Panel personal computer fell off mount, hanging from cables. There was no patient or user injury, but if they were below the computer when it fell, they could have been hurt.

Manufacturer narrative:
When product is shipped to the customer, there are several sets of screws and instructions explaining which screws to use where. The customer inserted incorrect shorter screws which caused the pc to fall. We have added clearer installation instructions starting in (B)(6) 2013 to systems shipped.